Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd kit flu veritor system 30 test japan, a veritor analyzer provided a positive flu a result for one (1) patient sample. The user also noted observing a red line on the test cartridge indicating a positive result. Upon performing a subsequent test, a negative flu a result was obtained. The customer was unable to provide additional information. There were no health impact or consequences reported. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using kit flu veritor system 30 test japan (material#: 256052), batch number 5191677. The customer reported that they tested a patient that resulted in a positive flu a result; however, a subsequent test resulted in a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. From the one photo provided showing the two cartridges, both cartridge present with a control line, one of the cartridges has an area with a darker background. However, the issue of false positive cannot be confirmed through this image alone, without analyzer data. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd kit flu veritor system 30 test japan, a veritor analyzer provided a positive flu a result for one (1) patient sample. The user also noted observing a red line on the test cartridge indicating a positive result. Upon performing a subsequent test, a negative flu a result was obtained. The customer was unable to provide additional information. There were no health impact or consequences reported. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product.